Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 729 mg/dl while wearing the pod between 49 and 71 hours. Symptoms reported include nausea, vomiting, drowsiness, sleepiness and feeling weak. The patient removed the pod and attempted to stabilize the bg levels with a new pod. The bg levels did not lower and the patient called an ambulance. The patient was admitted to the intensive care unit at kliniken maria hilf gmbh for 11 days. Dr. Med. Ulf jensen treated the patient wiith insulin, penicillin and antibiotics. The pod remained at the infusion site (leg) but insulin delivery was paused. Prior to leaving the hospital, the pod was reactivated and the patient continued insulin therapy with the omnipod. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.